Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker performed a clinical review regarding the reported issue. And, contributed to the patient outcome. The patient was in a viable state with organized ECG rhythm or other evidence of viability (e.g., vital signs, level of consciousness), and the malfunction/use error placed the patient in a life-threatening condition.

Event description:
A customer contacted stryker to report that their device had delivered an unsuccesful synchronized cardioversion shock, which caused the patient to go into cardiac arrest.

Event description:
A customer contacted stryker to report that their device had delivered an unsuccessful synchronized cardioversion shock, which caused the patient to go into cardiac arrest.

Manufacturer narrative:
Corrected data: section b1, adverse event/product problem of the follow-up medwatch report, submitted on 03/05/2024, indicates product problem; section b1, adverse event/product problem of the follow-up medwatch report, submitted on 03/05/2024, should indicate adverse event. Section b2, outcomes attributed to ae of the follow-up medwatch report, submitted on 03/05/2024, indicates blank; section b2, outcomes attributed to ae of the follow-up medwatch report, submitted on 03/05/2024, should indicate other serious (important medical events). Section h1, type of reportable event of the follow-up medwatch report, submitted on 03/05/2024, indicates malfunction; section h1, type of reportable event of the follow-up medwatch report, submitted on 03/05/2024, indicates serious injury. Additional manufacturer narrative: stryker evaluated the customer¿s device and did not identify any malfunctions. The electronic patient records were downloaded, and proper device operation was observed through functional and performance testing. Subsequently, the device was returned to the customer for use. The electronic patient records were reviewed by a stryker principal research scientist with a background in electrocardiography/electrotherapy. No evidence of a device malfunction was observed during the review. The qra sensing was normal, but the second to last qrs complex was not detected, likely due to a difference in morphology. The shock appeared to have caused post-shock asystole or temporary myocardial stunning. The chest compressions then stimulated the myocardium which started beating spontaneously. Once chest compressions were stopped it appeared that the synchronized shock was successful as there was a consistent organized rhythm with p-waves before each qrs.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
A customer contacted stryker to report that their device had delivered an unsuccessful synchronized cardioversion shock, which caused the patient to go into cardiac arrest.